Event description:
The user facility reported that a portion of the guiding sheath was noted to appear damaged during preparation prior to a use. Follow-up communication confirmed that: (1) the sheath was removed from the packaging, wiped with a gauze pad and flushed with saline; (2) at that time, the tech noted that the outer layer of the sheath appeared to be thinner than normal and was separating from the coil wire; and (3) therefore, the device was not used on the patient.

Manufacturer narrative:
(B)(4). Results - thinning & partial separation of the outer layer of the sheath was confirmed on the returned sample, but the cause is not able to be determined. Conclusions - the involved device was returned and evaluated. Examination confirmed areas along the sheath that appeared to have become thinner than normal and areas where the sheath material has begun separating from the inner coil wire of the device. Thorough visual examination & physical testing of reserve samples from the reported lot, the previous lot and the subsequent lot confirmed no evidence of any abnormalities or defects and performance specifications were met. A review of the complaint files confirmed that this lot has not been reported previously and there have been no other similar reports for any product lot. A review of the device history record confirmed that there were no production related problems for this lot number. The cause of the reported damage to the outer layer of the sheath cannot be definitively determined based upon the available information. These devices are 100% inspected multiple times during manufacturing & final packaging, so we are confident that the product could not have been packaged and shipped in this condition. The damage appears to be most consistent with exposure to some type of chemical or excessive heat during additional processing after shipment, such as re-sterilization. However, the contact at the user facility is not aware of any such additional processing of this device. The device labeling does address the potential for such an event in the instructions-for-use, which states: "this device is for single use only. Do not re-sterilize or re-use" and "do not heat or bend the sheath tip. Damage to the sheath may result." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).